Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient experienced diaphoresis. The cgm egv was 300 mg/dl. She was unable to do a fingerstick, so she pressed the button on the medical device to notify her children. An ambulance was sent. Per hospital personnel, she was dropping at 40 mg/dl. The cgm egv at that time was not documented. The patient could not recall further details about the event. The patient was in the hospital for 12 hours. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.